Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient came out of the implant procedure unable to move or feel their left side. A week after their second procedure they passed away. It was noted there was paralysis. No further complications were reported as a result of this event.